Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high shock impedance measurements out of range on the right ventricular (rv) lead. This was noted during the defibrillation threshold (dft) test performed at the generator change. Ts provided troubleshooting options. This device remains in service. No adverse patient effects were reported.